Event description:
The user facility reported a 61-year-old female in cardiac arrest was implanted with an impella cp device for mechanical circulatory support. The impella was inserted into left tunnel artery using normal fashion for micro puncture and ultrasound. Access gained to left ventricle and impeller inserted over .018 wire. Percutaneous cardiac insertion (pci) of left anterior descending artery performed implanting one drug eluding stent. Post pci ,it was identified that decreased flows and erratic wave forms may be due to a kinked catheter. Physician decided to replace the impella cp while still in the cath lab. Site access port accessed with over .035 wire, impella sheath was removed. New impella sheath was inserted to maintain hemostasis.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the reported product damage has been completed since the original report was filed. Pump was not returned for the investigation. Data logs shows the low pump flow and suction alarms from the beginning of the case. As per the clinical details, doctor reported the low pump flow during the case run. The cause of the low pump flow issue was not determined since product was not returned and sufficient clinical information was not provided.